Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. Low bg cause was not known. Customer administered a glucagon injection to address the issue and was admitted to the hospital. Customer was treated with glucagon and intravenous fluids of saline and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.